Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a rotator cuff tear and an insufficient bond between the implant and the bone, which led to aseptic (non-infected) anatomic glenoid loosening. This glenoid component was implanted for over 8 years prior to the reported glenoid loosening. However, this cannot be confirmed as the explanted devices were not returned for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant medical products device(s): 300-01-11, 2233072 - equinoxe, humeral stem primary, press fit 11mm. 310-01-44, 2012586 - equinoxe, humeral head short, 44mm (alpha). 300-10-45, 2234099 - equinoxe replicator plate 4.5mm o/s. 300-20-02, 2239296 - equinox square torque define screw drive kit.

Event description:
As reported, this (B)(6) male patient was raising an umbrella pain started in his left shoulder. Patient has a history of osteoarthritis and hypertension. A revision was scheduled for aseptic glenoid loosening and posterosuperior tear. The case report form indicates this event is definitely related to devices and procedure. This event report was received through clinical data collection activities. Devices will not return.